Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite bronchovideoscope exhibited a melted plastic distal end cover. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, a high-energy endo-therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The following information from the instructions for use (IFU) pertains to this event: bf-1tq290 operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿ section 3.3 "inspection of the endoscope: inspection of the endoscope". Bf-1tq290 operation manual includes the preventive measures in chapter 4 operation: 4.3 "using endo therapy accessories". Olympus will continue to monitor field performance for this device.